Manufacturer narrative:
Exact event date unknown, event occurred 3 years ago from date manufacturer was made aware. Explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416500; model: sc-8416-50; serial: (B)(4); batch: 7029256.

Event description:
It was reported that the patient underwent an explant procedure due to the device not helping with the pain. All device components were removed. No further information could be obtained despite good faith efforts.